Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test and it was unable to prime due to loose/protruded drive support disk. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the piston does not stop when connected with the reservoir. Customer's blood glucose levels were not included in the report. Nothing further was reported.